Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the ¿up arrow¿ button has to be pushed at the right place for it to respond. Patient stated that there was no damage to the rubber keypad and there is no moisture ingress to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the keypad cover was found to be peeling at the contrast button. The ¿up¿ and contrast buttons responded intermittently while the ¿down¿ and ¿ok¿ buttons responded properly. Removal of the keypad cover found contamination under all the keypad button contacts. Unrelated to this complaint, the device powered up to a discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly.